Event description:
According to the reporter, during video assisted thoracoscopic lobectomy procedure, after the surgeon stapled the bronchus, the handle with reload was removed. However, the jaws on the reload would not open and so the reload could not be removed from the handle. They open another handle to complete the procedure. The patient has no injury.